Event description:
This report is being filed upon notification from our x-ray MFR to submit this incident that occurred in another country. The problem: the pt was connect to this physiological monitor. Their invasive blood pressure (on channel 1 and channel 3) was dropping in value during this examination. Then the pt died while still connected to this device.